Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic after experiencing a patient notifier alert. Upon interrogation, low pacing impedance and episodes of oversensing due to electromagnetic interference (emi) noise were observed on the right ventricular lead. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.